Event description:
During an annual inspection, the olympus field service engineer (fse) reported that the forceps elevator of the duodenovideoscope could not not move up or down. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the annual inspection process and the following was found: customer trained on reprocessing but new maj-1888 not used by customer. In addition, due to a cut on the bending section cover, water tightness was lost, light guide lens was cracked, plastic distal end cover was shaved, adhesive on the bending section cover was detached, due to wear of angle wire, bending angle in up/ down/ right direction and the play of up down/ right left knob did not meet the standard value; due to a cut on the knife wire, forceps raining angles did not meet standard value, image guide protector was cut, universal cord had coating peeling; the following was scratched: bending section cover, connecting tube and universal cord; and the following was stained: control section, right left knob and up down knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.